Event description:
It was reported that a system check was performed due to twitching. Low impedance and high capture threshold were observed during provocation testing. X-ray showed possible perforation. The lead was repositioned the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.